Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture (loc) with no report >2 seconds of asystole. Additional information received that this rv lead was dislodged associated with high pacing thresholds. This rv lead was repositioned and remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.